Event description:
It was reported that in (B)(6) 2016 during use of implantable pulse generator (ipg) system the patient had pocket infection and received operation to treat the pocket. The ipg and lead remains in use. Approximately ten months later, (B)(6) 2016, pocket infection occurred again. Patient was hospitalized and physician suggested to replace the ipg and lead. It was also reported that physician commented the pocket infection was due to patient¿s rejection reaction, not related to the device. The ipg and lead were explanted, patient status indicated as well upon discharge from healthcare facility. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.